Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eight months later, computed tomography (CT) revealed that here was an inferior vena cava filter in place with the filter dome located just below the junction of the right renal vein and inferior vena cava and well below the left renal vein junction with inferior vena cava. The filter dome was centered with the lumen. There were 12 filter struts most of which bulge the caval wall. The longer struts penetrated the inferior vena cava by 1 to 2 mm in the medial aspect as well as anteromedial and posteromedial aspects. The medial penetrating strut contacted but did not clearly penetrate the adjacent abdominal aorta. No strut fragmentation. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.